Event description:
Fatal atrio-esophageal fistula after radiofrequency ablation in a pt with rheumatic mitral and aortic valve disease with chronic atrial fibrillation. The cobra surgical probe was used to create ablation lines at 80 degrees celsius for 120 seconds. The ablation procedure was performed before replacement of both the mitral and aortic valves with st. Jude bileaflet mechanical valves. A devargas repair of the triscupid valve was also performed to reduce annular dilatation. The left atrial appendage orifice was oversewn before the closure of the left atrium. Finally, an aorto-right coronary artery bypass was performed with a saphaneous vein graft. Twenty-two days after the operation, the pt was readmitted with fever (39 degrees celsius), shivering, and numbness in the right arm. Transesophageal echocardiography confirmed a thrombus near the appendage remnant. The pt's neurologic condition suddenly deteriorated to an unconscious state and immediately transferred to the operating room. Rapidly cardiopulmonary bypass was instituted and the thrombus on the appendage remnant and around the pulumonary vein orifices was cleared out. The pt never recovered with regard to their neurologic status and they died of multiorgan failure 20 days after a second intervention. An autopsy was not performed.